Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a cut at the junction site of the blue adapter and extension tube. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2021, the surgeon inserted the catheter. The next day, the nurse found that there was leakage at the exit site (the location was at the junction of the blue luer connector and the expansion tube) without external force. After inspection, there was small air leakage point at the outlet, so the catheter was replaced. They replaced the catheter as the intervention/treatment for the leakage, nothing unusual was observed on the device prior to use, flushing was performed and no leakage was noted. There was no other product utilized with the device, there was no damage to the device's external packaging and box. Betadine was used to treat the insertion site prior to product placement, the catheter that came with the kit was the one used and there was no medical intervention done to the patient. The catheter was not repaired, iodophor was used as the cleaning agent on the device, tego was not utilized, there was no luer adapter issue, there was no patient symptoms or complications related to the event and blood transfusion was not required. There was no reported patient injury.